Event description:
It was reported to olympus that during preventative maintenance, the duodenovideoscope had a leak from the control section and a yellowish stain from the charged coupled device (ccd). Upon inspection and testing of the returned device, it was observed that the device channel was defective with foreign material on the groove of the distal end and insufficient and incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the bending section cover to be scratched and defective. Additionally, there were scratches and corrosion on the light guide cover glass and the upward and downward was out of standard value. The plastic distal cover had a dent and the device overall appearance was deteriorated. The faulty parts were replaced to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation, to update b5 of the initial medwatch, and to correct g3 of the initial medwatch. Additional information to b5 of the initial medwatch. The customer uses local endo washer endotech, cydezyme as detergent, glutaraldehyde as disinfectant, maj-1534 and bw-20t for manual brushing. The use facility staff has been trained for cds. Correction to g3 of the initial medwatch. The aware date should be 16-jan-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Object lens was scratched. The bending section rubber glue was scratched. Light guide cover glass was corroded. Angulation range was not meet to standard value and had a play. Plastic cover was scratched. Light guide lens glue was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of this event was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer uses local endo washer endotech, cydezyme as detergent, glutaraldehyde as disinfectant, maj-1534 and bw-20t for manual brushing. The use facility staff has been trained for cds.